Event description:
Litigation alleges patient had hip pain that continued to worsen considerably and impaired ability to stand, work and perform normal daily activities, and increased metal ion levels after asr hip implant.

Manufacturer narrative:
Updated: lot #. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Update: (B)(6) 2013 - ppd received. Part/lot received. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update: 04/02/2014 - litigation received. Litigation alleges grinding, metal flakes in and around the socket, fluid, swelling, and limited range of motion. This complaint was updated on: 04/24/2014.